Event description:
A home patient reported to the baxter technical assistance line that the home patient connected the home patient's extension lines after priming, did not perform an initial drain, and experienced slow flow, while doing an exchange on the homechoice machine. Rn at dialysis facility reported that patient was trained to connect extension lines before priming and always perform an initial drain. Per rn, no patient injury or medical intervention was associated with this incident.